Event description:
Request details: email from product manager in france: one doctor asked if is possible to reopen an occluded peritx catheter which has not been used the last 18 months? Perhaps best to take it out and insert a new one?! (Should have been taken out a long time ago).¿ response sent: thank you for your inquiry about the peritx peritoneal catheter. This system is designed for intermittent, long-term drainage of symptomatic, recurrent, malignant, and nonmalignant ascites that do not respond to medical management of the underlying disease. It also helps alleviate symptoms related to recurrent ascites. Occasionally, you may need to perform a flushing or declotting procedure on this catheter. If the catheter resists flushing and aspiration, it may be partially or completely blocked. Do not flush against resistance. Attached are the instructions for using the required adapter, pleurx and peritx catheter access kit. The peritx peritoneal catheter does not have a specified manufacturer dwell time. According to the instructions for use, it may be necessary to remove the catheter at a later date. If three successive attempts to drain fluid result in less than 50 ml of fluid removed, it may indicate one of the following: the ascites has resolved the catheter is loculated away from the fluid the catheter is occluded.

Manufacturer narrative:
H10 : a probable root cause for this reported failure mode could not be determined, there was not enough information to fully investigate this incident as a lot number, photos or physical samples were unavailable for analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Pr 11501945 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a140901 patient problem code: f24 h10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Request details: email from product manager in france: one doctor asked if is possible to reopen an occluded peritx catheter which has not been used the last 18 months? Perhaps best to take it out and insert a new one?! (Should have been taken out a long time ago).¿ response sent: thank you for your inquiry about the peritx peritoneal catheter. This system is designed for intermittent, long-term drainage of symptomatic, recurrent, malignant, and nonmalignant ascites that do not respond to medical management of the underlying disease. It also helps alleviate symptoms related to recurrent ascites. Occasionally, you may need to perform a flushing or declotting procedure on this catheter. If the catheter resists flushing and aspiration, it may be partially or completely blocked. Do not flush against resistance. Attached are the instructions for using the required adapter, pleurx and peritx catheter access kit. The peritx peritoneal catheter does not have a specified manufacturer dwell time. According to the instructions for use, it may be necessary to remove the catheter at a later date. If three successive attempts to drain fluid result in less than 50 ml of fluid removed, it may indicate one of the following: the ascites has resolved the catheter is loculated away from the fluid the catheter is occluded response received : I do not wish to make a complaint, as it is possible for the catheter to become clogged during a drainage procedure.